Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). ****************************************************************************************** the customer¿s report that the set detached right below the silastic portion of the tubing was confirmed to be a separation between the lower fitment and tubing. Visual inspection observed a separation at the engagement between the lower fitment and tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Closer inspection under a lab microscope observed insufficient solvent at the end of the tubing where the separation occurs. Functional testing could not be performed due to the separation and obvious leaking that would occur due to the separation. The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the tubing is coming detached right below the silastic portion of the tubing. The tubing has been separating from the slide clamp (not the roller clamp) connected to the blue part about (3) feet below the drip chamber. The event was with vanco going onto the floor from a poorly connected tubing. Several packages were opened and it took very little pressure to cause the tubing to disconnect from that same area. It was further confirmed during follow up patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient. Although requested, patient demographics were not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing is coming detached right below the silastic portion of the tubing. The tubing has been separating from the slide clamp (not the roller clamp) connected to the blue part about 3 feet below the drip chamber. The event was with vanco going onto the floor from a poorly connected tubing. Several packages were opened and it took very little pressure to cause the tubing to disconnect from that same area. Although requested, patient demographics were not provided.